Event description:
On june 4, 2006, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that her one touch ultrasmart meter was reading inaccurately high. The patient obtained a 537 mg/dl on the reported meter and administered 8 units of humalog. The patient developed symptoms of irritability and incoherency. Results of 300 mg/dl, 248 mg/dl, and 25 mg/dl were obtained during the time of concern. The patient was taken to the ER, where she was treated with glucose intravenously for a blood glucose level of 40 mg/dl. The customer care advocate (cca) verified that the patient was correctly cleaning the puncture area and using the correct testing technique. Quality control testing was not performed, as the patient did not have any control solution. The meter, test strips, and control solution were replaced. The senior medical affairs specialist spoke with the patient on june 6, 2006 to obtain/clarify information. The patient was unwilling to provide further detail regarding the incident. The patient reported that the 537 mg/dl was obtained while she was sleeping. She claimed that she normally felt sleepy when her blood glucose levels were low. Her husband proceeded to administer insulin based on the result; however, she was administered less insulin than specified on the sliding scale due to lack of trust in the result. At an unspecified amount of time later, the patient's blood glucose level started dropping. Her husband contacted the paramedics and upon their arrival, she was administered treatment for a blood glucose level of 40 mg/dl. She was not transported to the hospital. This complaint is being reported due to the following conclusion: the patient was administered insulin based on the meter reading and later described experiencing low blood glucose symptoms, and received medical treatment for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemtal report.